Manufacturer narrative:
A ge rep evaluated the sys and replaced two blown fuses. The sys operates as intended.

Event description:
The customer reported the sys would not produce x-rays. No pt injury was reported.